Event description:
Procedure: lap cholecystectomy; reportedly there was difficulty inserting the clip applier into 5mm cannula. This may have resulted in shavings being deposited into the surgical cavity. There was no injury to the patient reported.